Event description:
It was reported that the pump exhibited an air in line alarm. The facility further reported that the air in line alarm was triggered by the cassette being emptied despite the remaining reservoir volume per the pump. The pump was intended to run over 46 hours and finished in 44.5 hours. The reservoir remaining was 2.9 ml. There was patient involvement, no patient injury was reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
B5: additional information reported that the incident occurred after 20 hours in use. There was no regulatory/competent authority advised. There was medical intervention required, the patient was required to return to cancer clinic prior to scheduled disconnect time. There was no patient harm/adverse event reported. H3: one device was returned for repair. Review of event history found alarm for air in line detected. No previous service records were found. Visual inspection found battery stabilizer track is damaged. Unable to confirm customer reported complaint about delivery accuracy. No problem found with delivery accuracy. Replaced battery compartment. Updated software. Device passed all testing after repairs.